Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and failed self-test. Customer's blood glucose level was 497 mg/dl. The customer was able to rewind the insulin pump due to alarm. The self-test failed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Unit was received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the self-test, unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and test the operating currents or verify failed self-test alarm, rf test failed alarm, low battery alarm and failed battery test alarm due to motor error alarm. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.